Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, within the same day, severe hemorrhaging was identified in the patient's inferior vesical artery. Subsequently, a transcutaneous coil embolization was completed to combat the hemorrhaging. It was noted that this hemorrhage was at a non-puncture and non-guidewire passage site. Additional information was received that during the valve implant procedure; the right femoral vein was used as the access site for the delivery catheter system (dcs). Following the implant procedure, while the patient was being transferred back to their room, the patient experienced abdominal pain. Subsequently, a computed tomography (CT) scan was performed that that revealed a right obturator artery bleeding. This bleeding wasreported to be at a non-arterial puncture site. In response, coil embolization was performed to treat the intra-abdominal bleeding. Per the physician, the cause of the bleeding was unknown; however, the delivery catheter system (dcs) did not cause or contribute to the right obturator bleeding. There was nothing in terms of patient anatomy that contributed to the right obturator bleeding.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, within the same day, severe hemorrhaging was identified in the patient's inferior vesical artery. Subsequently, a transcutaneous coil embolization was completed to combat the hemorrhaging. It was noted that this hemorrhage was at a non-puncture and non-guidewire passage site.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {harmony-22}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; implant date: {on (B)(6) 2026}; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.